Event description:
According to the reporter: the device would not hold the needle and disengaged. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. This occurred during the initial loading process prior to insertion, operating room time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).